Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. On either the same day as or the day after hospital admission, the patient began treatment for this event with vancomycin (intraperitoneally, for either seven or eight days, dose and frequency not reported). Dianeal therapies were ongoing except for one day in which hemodialysis was performed. The patient was discharged from the hospital nine days after admission. The patient has recovered from this event. No additional information is available. This is report 2 of 3.